Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 221 mg/dl at the time of the incident. Customer stated that they was high blood glucose. Customer stated that their feeling was sick. The reservoir and insulin pump will not be returned for analysis.